Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4059671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: after catheter was advanced into vein with cannulation, employee stabilized system and pulled back on the white grips to release the needle shield from IV system. The septum where the needle was removed from did not seal causing blood to leak out of the septum. IV catheter system removed due to defect of product. Patient had to be stuck again unnecessarily. Additional information received on 17oct can you please provide an exact date of event in mm-dd-yyyy format? 07-23-2024. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. After catheter was advanced into vein with cannulation, employee stabilized system and pulled back on the white grips to release the needle shield from IV system. The septum where the needle was removed from did not seal causing blood to leak out of the septum. IV catheter system removed due to defect of product. Patient had to be stuck again unnecessarily. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No sample available.